Event description:
A nurse reported that an intraocular lens (iol) was implanted and would not stay positioned properly in the capsular bag. The surgical incision was enlarged to facilitate removal of the lens. Additional information has been requested.